Manufacturer narrative:
The rv lead remains in service. Should additional information become available, this event would be updated as necessary.

Manufacturer narrative:
Approximately one year and seven months later, during the normal generator replacement procedure, the physician also replaced this rv lead due to the existing issues that were previously reported. The lead will not be returned as it was surgically abandoned in the patient. No adverse patient effects were noted.

Event description:
--

Event description:
Boston scientific crm received information that this right ventricular (rv) lead was exhibiting out of range impedance measurements greater than 2500 ohms in both unipolar and bipolar configuration. Noise, oversensing and pacing inhibition were also observed on the rv channel which could be recreated with isometrics and visible on the stored electrogram. An x-ray obtained showed no obvious signs of a lead fracture. No adverse patient effects were reported as the patient has an intact conduction and was previously rv paced only 2 percent. The pacemaker was programmed to aair mode and the plan was to perform an rv lead revision at the time of the pacemaker replacement after elective replacement time (ert).